Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the liner and femoral head product/lot combination did not reveal any related manufacturing deviations or anomalies. Lot code information required to retrieve and review device history records was not provided for the associated liner and stem. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.